Manufacturer narrative:
(B)(4).

Event description:
It was reported that intermittent audio output occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An internal visual inspection was performed and passed. Charge and boot tests were performed and passed. Functional tests were performed and passed all relevant tests. A "try it" test was performed and passed. Intermittent audio tests using the communication tool were performed and passed. An internal visual inspection was performed and passed. Speaker measurements were taken and passed. The receiver log was downloaded and reviewed fining no error related to the complaint.